Event description:
The catheter was inserted into the femoral vein. When the cavagram was taken, it was determined that the distance between the marker bands on the catheter was 8cm instead of 4-5cm. The filter was able to be deployed in the intended location. Upon removal of the catheter, the doctor tried to move the marker bands on the shaft of the catheter, but could not. The patient had no scar tissue in the femoral area.